Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient with an inflated balloon. The complainant put 5cc of sterile water into the 5cc balloon. No water leaked from the foley catheter and the balloon was still intact when it was dislodged.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: additional information.

Event description:
It was reported that the foley catheter fell out of the patient with an inflated balloon.the complainant put 5cc of sterile water into the 5cc balloon. No water leaked from the foley catheter and the balloon was still intact when it was dislodged.

Manufacturer narrative:
The reported event was confirmed as use related based on event description. The event occurred due to under inflation. The user inflated the balloon with 5cc of sterile water instead of 10cc sterile water. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient with an inflated balloon. The complainant put 5cc of sterile water into the 5cc balloon. No water leaked from the foley catheter and the balloon was still intact when it was dislodged.